Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to module pcb issue. A field service engineer replaced the drawer module pcb to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer reported that the user was able to remove the medication from another station and there was a 10-minute delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.